Event description:
In april 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach by telephone. On april 4, 2006 at 9:30 pm the pt obtained the blood glucose result of 107 mg/dl on the reported meter. Within 10 minutes, the pt tested her blood glucose on a friend's meter, and obtained the result of 62 mg/dl. At the time, the pt was experiencing the symptoms of nausea and dizziness. The pt took no action following the use of the meter. At an unspecified time, the pt contacted a healthcare professional, who advised the pt to eat food or drink a beverage. It would have been helpful to determine which healthcare professional the pt contacted, what food and/or beverage she consumed, what meals or medications had been ingested prior to the event, her medication regimen, and her previous results earlier that day. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and colibration code number. However, the cca also determined the pt was incorrectly cleaning the puncture site prior to performing the fingerstick which can cause inaccurate readings. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The pt experienced hypoglycemic symptoms and required the medical attention of a healthcare professional at the time interval she obtained a normal blood glucose reading on the reported meter. Therefore this incident is being reported as an adverse event.